Event description:
This unsolicited device case was received from united states on (B)(6)-2014 from a pt. This case concerns a (B)(6) male pt whose both elbows were injected with synvisc (off label use) following which the arms blew up really bad from a reaction to synvisc, it starting hurting and then was drained, the pt had rashes that are popping up at various places on his body and that itch like crazy/ rash began on his arm also on his legs after receiving treatment with synvisc injections. The pt received hyaluronic acid (orthovisc) in past without any problems. No relevant medical history, concomitant medications and concurrent conditions were reported. On an unk date, in 2014, the pt initiated treatment with synvisc injection, at a dose of 2 ml, once weekly for three weeks (route, batch/lot and expiration date not provided) in both elbows (off-label use) for an unk indication. On an unspecified date, in 2014, the pt received the third injection of synvisc. It was reported that the pt did not experience any reaction until the third injection. On unk date in 2014, next day after the third injection, the pt complained that it started hurting. A few days after the injection, the pt stated that it got really bad and his arms blew up that night. The pt's arms blew up really had from a reaction to synvisc. On an unspecified date in 2014, the pt went to hospital and got the joint drained. The pt was hospitalized for one day. It was reported that the swelling took a week to go away and was resolved at the time of the report. On an unspecified date in 2014, the pt experienced rashes that were popping at various places on his body and that itch like crazy. The pt added that the rash began on his arm, presently on his legs and would pop up anywhere. Corrective treatment: not reported for all the events. Outcome: blew up really bad from a reaction to synvisc/arms blew up: recovered/resolved. Drained: unk. "Has rashes that are popping up at various places on his body and that itch like crazy/rash began on his arm, now is on his legs and will pop up anywhere" and "it started hurting"": not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: hospitalization.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6)-2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the events of blew up really bad from a reaction to synvisc/arms blew up and drained, however, the black of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.